Manufacturer narrative:
Due to characterization limit e1 (event site full name (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) failed helium leak test, the issue was found during daily check and no patient was involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The helium leak test was performed. The gas leakage was still present after resecuring all connection points. Although the gas leakage was still present, the x4 external helium tank pressure reading was 15 psi, not more than 20. The fse then got 10 psi after performing the helium leak check. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.